Event description:
According to the facility on 08/05/22 the respiratory therapist noticed the circuit was melted after the 'mom complained she smelled melted plastic'.

Manufacturer narrative:
According to the facility on 08/05/22 the respiratory therapist noticed the circuit was melted after the 'mom complained she smelled melted plastic'. Per the facility they removed the device from the patient, and placed the patient on a regular nasal cannula. Per the facility no injury was noted, and 'additional labs were ordered to ensure no inhalation injury occurred'. According to the facility there was no harm to the patient, and the patient was discharged the next day. The sample is available and the evaluation is pending. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.